Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis was unable to replicate the customer experience of overheating however it was able to be confirmed through the logs that an overheat condition had occurred and therefore the media processing unit and the power supply were both replaced as a preventive. Analysis also found that the system fan was noisy, the stylus was broken, the rubber feet on the lower case were worn and that there appeared to have been a print error. All found defective parts were replaced as well as the software being reconfigured and reloaded.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was overheating. The programmer was returned for service. There was no patient involvement.